Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The calcar planers have been in the sets for 5+ years and no longer work. They are dull and need to be replaced as they can¿t be sharpened.